Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. Additional information received reported mild annular calcification and mild native leaflet calcification. Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure and balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The certitude delivery system and sheath were returned to edwards lifesciences for evaluation. Visual inspection revealed the distal portion of the delivery system (nose tip and balloon) and the guidewire lumen were separated from the rest of the delivery system. A radial balloon burst was observed. The balloon did not appear to be missing any pieces. The sheath tip was observed to be folded inward. Adhesive was present in the y-connector. Severe scratches were observed on the sheath shaft approximately 2.5 inches and 3.5 inches distal to comnut to distal tip. No relevant functional testing was able to be performed due to the condition of the returned device. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints for balloon ¿ burst, delivery system ¿ withdrawal difficulty ¿ through sheath and distal tip, nose tip ¿ separated were confirmed. No manufacturing non-conformances were found in the returned device. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). The available information supports that patient factors (valvular calcification, native leaflet calcification) likely contributed to the reported balloon burst when the balloon was fully inflated during valve deployment. The balloon burst would have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile would have likely become caught on the tip of the sheath. The sheath tip was returned folded inward on the returned sheath, which is indicative of the force used to retrieve the delivery system. The extra force exerted to overcome the withdrawal difficulties likely contributed to the nose tip separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transapical tavr procedure, when the 26mm sapien 3 valve was at full expansion, the certitude delivery system balloon burst. During the retrieval of the delivery system, the balloon separated into 2 parts. The distal part was retrieved by direct approach through the brachiocephalic arterial branch. No further information is available at this time. Information regarding the native annular diameter and the degree of valvular calcification was not provided. The delivery system is being returned to edwards lifesciences for evaluation. The valve remains implanted in the patient.